Manufacturer narrative:
According to the customer, on (B)(6) 2024 the nebulizer would turn on but "would not dispense the medication". The customer reported due to the reported issue she missed her "scheduled medication" dosages for 5 days. The customer reported they changed "all the filters and tubing", but the issue did not resolve. The customer reported without the medication they experienced "difficulty breathing" and "gasping". The customer did not report any serious injury, medical intervention, or follow up care related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2024 the nebulizer would turn on but "would not dispense the medication".